Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the pituitary is broken. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw; the broken off portion of the jaw is missing and not returned for analysis. Optical examination discovered a quasi-brittle fracture, with river lines and shear lips suggesting the direction of fracture. The location, and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.